Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, the idrive ralc closed down on tissue but would not fire. Device would not reach "firing rage" after initial firing. Reload was changed out, calibrated an attempted a second time with the same outcome. Surgeon used contour stapler. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.